Event description:
During device replacement due to normal battery depletion, insulation damage was observed on the right ventricular (rv) lead. The rv lead's insulation was repaired with medical adhesive and the rv lead remains implanted. The patient was stable and there were no adverse consequences.